Manufacturer narrative:
(B)(4).

Event description:
The patient reported (via the manufacturer representative) that there was a recharging system problem. It was indicated that the battery was in overdischarge because of a communication problem "in antenna over the implanted neurostimulator to recharge (a higher number indicates bad placement of the antenna for recharging - locator diagnostic tool)." The issue was identified as the patient lost charge even after a low battery in neurostimulator. "It" could not perform communication with the neurostimulator with the clinician programmer and the antenna recharge system. There was an attempt to communicate with the neurostimulator to read and recharge but it was unsuccessful (an error showed in the screen). The issue was not resolved at the time of the report. It was unknown if there were any patient symptoms or complications associated with the event, and unknown if a medical or surgical intervention was needed to prevent permanent impairment of a function. The event did not lead to or extend patient hospitalization. However, it was indicated there were oral medications. There was temporary injury (specified as increased pain) as a result of the event. Information regarding further interventions or actions taken to resolve the issue was requested. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
Updated with additional information received. (B)(4).

Event description:
Information from the manufacture representative reported that a "forced recharge" could not be performed since the battery was too deep in the patient's fat tissue. The doctor said (via the manufacturer representative) he would perform surgery to relocate the battery. The doctor was to notify the manufacturer representative when the issue was resolved so the battery could be recharged. Additional information was requested. A follow-up report will be sent should additional information be received.

Event description:
Information from the doctor (via the manufacturer representative) reported that the patient wasn't submitted to surgery yet because of insurance issues. The battery was already over discharged and they were trying to solve the issues with a new battery. A follow-up report will be sent should additional information be received.